Event description:
Received info the ins was overdischarged. The pt had not used the device or recharged for over 2 years. A physician mode recharge was recommended. Add'l info from the physician reported the event was due to lead migration/dislodgement. The pt experienced decrease in stimulation in the left leg. A revision was done and the ins and both leads were replaced. Physician reported no injury to the pt.

Manufacturer narrative:
(B)(4).